Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), genital haemorrhage ('excessive bleeding'), pregnancy with contraceptive device ('unwanted pregnancy') and autoimmune neuropathy ('autoimmune disorder type of disorder: peripheral neuropathy, worsened') in an adult female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included peripheral neuropathy and charcot-marie-tooth disease. Concomitant products included medroxyprogesterone acetate (depo provera) in 2009 for birth control as well as estrogens conjugated;medroxyprogesterone acetate (prempro) from 2010 to 2013, hydrocodone since 2011, levothyroxine sodium (synthroid) since 2008, lorazepam (ativan) since 2012, lorazepam since 2012, morphine since 2016, omeprazole (protonix) since 2008 and oxymorphone hydrochloride (opana) since 2011. On(B)(6)2009, the patient had essure inserted. In (B)(6)2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), alopecia ("hair loss"), autoimmune neuropathy (seriousness criterion medically significant), vision blurred ("vision/eye problems type: blurry vision,"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain,"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (lortab), surgery (hysterectomy with bilateral salpingectomy) and eye glasses. Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, autoimmune neuropathy, urinary tract disorder and bladder disorder outcome was unknown, the pelvic pain, fatigue, menorrhagia, vaginal haemorrhage, alopecia and nausea had resolved and the vision blurred and weight increased was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, autoimmune neuropathy, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff had surgical removal of the device scheduled but had to cancel the surgery. She hopes to have the device removed this summer. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)2009: results: confirmed satisfactory placement of both essure total bilateral occlusion. No filling was seen in the fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-aug-2019: pfs received : new event, "bladder or urinary problems or changes" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unwanted pregnancy") and autoimmune neuropathy ("autoimmune disorder type of disorder: peripheral neuropathy, worsened") in an adult female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included peripheral neuropathy and charcot-marie-tooth disease. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2009 to (B)(6) 2009 for birth control as well as estrogens conjugated;medroxyprogesterone acetate (prempro) from 2010 to 2013, hydrocodone since 2011, levothyroxine sodium (synthroid) since 2008, lorazepam (ativan) since 2012, lorazepam since 2012, morphine since 2016, omeprazole (protonix) since 2008 and oxymorphone hydrochloride (opana) since 2011. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), alopecia ("hair loss"), autoimmune neuropathy (seriousness criterion medically significant), vision blurred ("vision/eye problems type: blurry vision,"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain,"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (lortab), surgery (hysterectomy with bilateral salpingectomy) and eye glasses. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, autoimmune neuropathy and urinary tract disorder outcome was unknown, the pelvic pain, fatigue, menorrhagia, vaginal haemorrhage, alopecia and nausea had resolved and the vision blurred and weight increased was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, autoimmune neuropathy, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff had surgical removal of the device scheduled but had to cancel the surgery. She hopes to have the device removed this summer. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed satisfactory placement of both essure total bilateral occlusion. No filling was seen in the fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc(product technical complaints). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unwanted pregnancy") and neuropathy peripheral ("autoimmune disorder type of disorder: peripheral neuropathy, worsened") in an adult female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included peripheral neuropathy and charcot-marie-tooth disease. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2009 to (B)(6) 2009 for birth control as well as estrogens conjugated; medroxyprogesterone acetate (prempro) from 2010 to 2013, hydrocodone since 2011, levothyroxine sodium (synthroid) since 2008, lorazepam (ativan) since 2012, lorazepam since 2012, morphine since 2016, omeprazole (protonix) since 2008 and oxymorphone hydrochloride (opana) since 2011. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), alopecia ("hair loss"), neuropathy peripheral (seriousness criterion medically significant), vision blurred ("vision/eye problems type: blurry vision,"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain,"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (lortab), surgery (hysterectomy with bilateral salpingectomy) and eye glasses. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, neuropathy peripheral and urinary tract disorder outcome was unknown, the pelvic pain, fatigue, menorrhagia, vaginal haemorrhage, alopecia and nausea had resolved and the vision blurred and weight increased was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, nausea, neuropathy peripheral, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff had surgical removal of the device scheduled but had to cancel the surgery. She hopes to have the device removed this summer. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed satisfactory placement of both essure. Most recent follow-up information incorporated above includes: on 6-feb-2019: pfs received: events abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: peripheral neuropathy,dental problems, pain, vision/eye problems type: blurry vision, weight gain, hair loss were added. Outcome of events updated. Patient aka name, reporters details, medical history, lab data were added. Suspect drug removal date, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.